Manufacturer narrative:
No eval was performed as the lot number is not available.

Event description:
On (B)(6) 2012, this pt underwent treatment of an 8 cm thoracic aortic aneurysm with conformable gore tag thoracic endoprostheses. It was reported that the physician had difficulty advancing a gore dryseal sheath into the left iliac artery. The two gore tag devices were reportedly advanced and implanted with no issue. It was reported there was difficulty withdrawing the sheath. The sheath was withdrawn back to the left external iliac artery, and an iliac extender component was implanted to prevent rupture of the iliac artery. However, the left external iliac artery ruptured upon complete removal of the sheath. The physician elected to perform a peritoneal cutdown to gain access to the vessel, and two contralateral leg components were implanted to repair the rupture. The pt tolerated the procedure.